Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date of pain? When was the hematuria first noted by a physician? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2012 and mesh was implanted. Following the procedure, the patient experienced severe groin and vaginal pain and developed hematuria. The patient was found to have erosion of vaginal wall from mesh on investigation. The patient underwent primary excision of mesh in 2014 with little benefit and underwent excision of exposed mesh on (B)(6) 2015. Additional information has been requested.